Event description:
It was reported to boston scientific corporation that a captivator? Cold snare was used in the transverse colon to remove an 8mm sessile polyp during a polypectomy procedure performed on an unknown date. During the procedure, the snare loop failed to cut properly. The procedure was completed with the original device. There were no patient complications as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
. Approximated based on the date the manufacturer became aware of the event. . Imdrf device code a050702 captures the reportable event of snare loop unable to cut.